Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The display did not return after troubleshooting. The customer was changing the battery every 24 hours. The insulin pump alarmed battery out limit. Customer's blood glucose level was 90 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, a21 test and all operating current measurement were normal. No unexpected low battery, off no power, battery out of limit or battery indicator anomaly noted. No blank display, display anomaly or unexpected audio beep anomaly noted during testing. The insulin pump was monitored for 48 hours with multiple basal rates and functioned properly. No damage was found inside the insulin pump noted. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.